Manufacturer narrative:
Visual inspection revealed the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. Consequently, confirming the reported complaint. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications instructions for use (IFU).

Event description:
During a procedure a intellanav mifi open-irrigated ablation catheter was selected for use. During the left atrium ablation, the radio frequency generator suddenly stopped and blood flowed into the tubing. The catheter was checked and found that the tubing side port was broken. The device was replaced. The procedure was completed without any patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a intellanav mifi open-irrigated ablation catheter was selected for use. During the left atrium ablation, the radio frequency generator suddenly stopped and blood flowed into the tubing. The catheter was checked and found that the tubing side port was broken. The device was replaced. The procedure was completed without any patient complications.